Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the pump was replaced on (B)(4) 2018 with a 40ml pump and relocated from the left abdomen to the left axillary line above the iliac crest. It was noted ¿sterilely obtained and used 17 from prions explanted pump.¿ the doctor agreed to have the rep return it for analysis. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. Regarding a correction, it was noted that the device was not requested to be returned and the device will not be returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding the reason for the device not being returned to the manufacturer, the physician had indicated that this was not necessary. The pump was functioning fine and the wound was just dehisced. The previous indication of the pump being returned to the manufacturer was clarified as having been an erroneous statement on the part of the company representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an compounded baclofen with concentration 250mcg/ml at dose rate of 184mcg/day, dilaudid with concentration 25 mg/ml at a dose rate of 18. Mg/day, and clonidine with concentration 300 mcg/ml at a dose rate of 184 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The drug lot numbers of the pump medications were not available and unable to be obtained. It was reported that the patient medical history included rheumatoid arthritis. The patient¿s pump was exposed. It was indicated that the patient came in for routine refill and the physician noted that pocket was opening, and the pump was visible. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that there were none. The patient had not called the hcp¿s office to let them know. There were no signs of infection. The issue was not resolved at the time of the report. Surgical intervention had not yet occurred but was planned. The pump was to be explanted on (B)(6) 2018. The physician planned to replace the device on the same day with a pump in another location. It was indicated that the hcp had no further information. The patient was without injury regarding their status at the time of the report. No further patient complications have been reported as a result of this event. The patient¿s medical history included rheumatoid arthritis.